Event description:
It was reported by the patient that the patient could not reach a customer service representative on the phone past 6 pm and so, the patient sent an email expressing frustration, stating the company "is responsible for its malfunctioning devices." The clinic was contacted for additional information regarding any product performance issues, however, the patient has not been seen since receiving the system. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.